Event description:
A customer contacted beckman coulter inc., (bci) to report that coulter lh 750 leaked fluid (blood) from the secondary probe after the instrument generated "backwash tank not full" error messages. The operator was wearing personal protective equipment at the time of the event. No exposure to mucous membranes or open lesions. There was no contact with skin or eyes. No death or injury has been reported and patient treatment was not affected by this event. Medical treatment was not sought.

Manufacturer narrative:
The customer contacted bci customer technical support (cts). Cts instructed the customer to perform the following: reset the instrument. Flush ff-5 with 10 ml of di water. Run qc prior processing patient specimens. A clear root cause can not be determined for this event.